Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that the patient experienced an elevated blood glucose over 500 mg/dl with no reported additional symptoms associated with an alleged loose cartridge cap issue. During troubleshooting with customer technical support (cts), the patient stated that their high bg level was allegedly due to the pump and a loose cartridge cap. The patient was advised to use ab alternate source of insulin to maintain their bg levels. This complaint is being reported because the alleged hypoglycemia was related to use error of the product.